Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Troubleshooting was performed however unable to resolve. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Telemetry was unable to be initially established upon return. A right ventricular (rv) lead was connected to the device and pacing outputs were noted in unipolar. After disconnecting the lead, tachy mode was active however was in safety mode. Review of stored memory verified that the device experienced a system reset, which caused the device to go into safety mode. The memory was corrected and the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output. Detailed internal analysis was completed with no anomalies noted. The no telemetry condition was confirmed, however the root cause of the reset which caused the no telemetry condition was unable to be determined.